Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, serial/lot #: 2.0.3; product ID: 9736411, serial #: (B)(6) h3, h6: a medtronic representative went to the site to test the equipment. The solid state drive (ssd) was replaced and the system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Syslog captured a grub recordfail and the grub menu was displayed to the user on the date of issue. Apart from that no other abnormalities or error were observed. Codes b01, c10, d18 are applicable to this analysis. The ssd was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The ssd was booted up 5 times without issues and previously installed apps functioned normally without failure. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. D9: the ssd was returned on 2024-05-30. The logs were returned on 2024-06-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not proceed past the boot up screen. The manufacturing representative (rep) held the power button to turn off the system and then it showed a grub menu screen. The sytsem was rebooted 3 times and then it booted up normally. There was no patient involvement.